Event description:
It was reported by the customer that the sterility of the device packaging is being compromised by a loose item inside of the box. There was no associated procedure and therefore, no patient involvement.

Event description:
It was reported by the customer that the sterility of the device packaging is being compromised by a loose item inside of the box. There was no associated procedure and therefore, no patient involvement.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results